Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log. Also, physical inspection found severed motor mount screws which is known to contribute to the reported symptom. The motor and motor mount screws were replaced.

Event description:
It was reported that a spectrum pump had a system error 105. It was also reported that there was no patient involvement.